Manufacturer narrative:
Age at time of event: under 18 years old. Device is a combination product.

Event description:
It was reported that removal difficulties and stent dislodgment occurred. The chronic totally occluded (cto) target lesion was located in the severely tortuous right coronary artery (rca). A 4.00 x 32mm synergy ii drug-eluting stent was implanted to the right side. However, the device did not fit, then the physician pulled back the device, but it got stuck on a previously implanted synergy stent and was remove from the balloon. Two stents were not successfully removed and the patient was sent to the university hospital. No patient complications were reported and the patient's status was stable.